Event description:
It was reported that the device detected false asystolic events due to artifacts and undersensing. The device remains in use. The patient is a participant in the reveal atrial fibrillation (af) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).